Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a pressure ulcer that is open and bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cared for the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.